Event description:
A malfunction was reported with a malfunction code displayed as malf 24, and the fault ID was available as 24-0x2219. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, ensuring the customer would receive one with updated software. The customer was instructed to use manual daily injections as a backup therapy and was guided on how to return the faulty pump, including putting it into storage mode and using a pre-paid label for shipment back to tandem. The customer acknowledged the instructions and prepared to program the settings and connect their continuous glucose monitor to the replacement pump upon its arrival.